Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator has a shutdown problem. The customer reported there was no patient involvement.

Manufacturer narrative:
The fse replaced the power management board to address the reported problem. No part was returned from this customer; therefore, no failure analysis can be performed.

Event description:
The customer reported that the ventilator has a shutdown problem. Per field service engineer (fse) the customer reported that when the power was turned off, the unit will not shutdown. The customer reported there was no patient involvement.